Event description:
A malfunction alarm was reported during the cartridge load process. There was no adverse impact to the customer's blood glucose level, staying below 500 mg/dl. Technical support guided the caller in correctly loading a new cartridge, enabling the resumption of insulin therapy, and the issue was resolved successfully.